Manufacturer narrative:
The patient's meter was returned for investigation. The device data and fault memory were read. A display test was performed. The circuit board was tested for damage or contamination. The investigation found the display did not show any noticeable contrast errors. The investigation discovered the battery compartment was contaminated by a leaked battery and the circuit board was contaminated by penetrated liquid, which affected the conductive rubber contacts. To ensure that the coaguchek xs meter functions correctly, product labeling states "use the meter at a relative humidity of less than 85%, without condensation." Also, "if you store the meter for a period of time, remove the batteries." For cleaning/disinfecting the meter, product labeling states "it is important to follow the procedures below to clean and disinfect the meter. Failure to follow these procedures may cause malfunction of the meter. Do not use sprays of any sort. Ensure that swab or cloth is only damp, not wet." Also, "wipe away residual moisture and fluids after cleaning the housing." The investigation determined the event was consistent with a user error. Updated medwatch fields: d9 and h3.

Manufacturer narrative:
The meter was requested for investigation. Replacement product was sent. Initial reporter occupation is patient/consumer (patient's husband).

Event description:
We received an allegation of a display issue with a coaguchek xs meter. The reporter confirmed during the prior week, no display issues were found. The reporter inserted a test strip into the meter and "thinks" the meter displayed error 4. Error 4 means the test strip is unusable. There was no blood applied to the test strip. The reporter confirmed there were missing segments in the number 4. The reporter performed a display check, and in the center of the meter's display "looked like 3 upside down u's." The reporter was unable to obtain a result on the meter due to the error 4 message.